Event description:
Another MFR's stent was pre-mounted on this balloon catheter during iliac stent placement. During deployment of the stent, the stent slipped off the balloon catheter distally into the iliac artery. Another balloon catheter was used to pull the stent into position and complete deployment. There were no pt complications involved. The device has been destroyed by the user facility. No malfunction of the device was noted. It was indicated this device was used to expand another MFR's stent in the vasculature which is not an indicated use of this device and may have contributed to the event. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: co's diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended".